Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm, off no power anomaly and beep anomaly. Customer's blood glucose level was as high as 484 mg/dl. Troubleshooting for no delivery was performed. Customer advised they are using an older insulin pump they had and feel that the device is not properly delivering insulin. Customer performed the displacement test and passed. Troubleshooting for the off no power anomaly was performed. Customer advised it was the 1st occurrence of this alarm and that they will monitor the device. Troubleshooting for beep anomaly was performed. Customer advised they hear 3 small beeps every 10-20 minutes. Customer stated that the other insulin pump is what beeps. Customer was advised to monitor the device and call back if any issues recur.